Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator will not calibrate. The device was not in patient use. The ventilator was evaluated by a third-party service engineer and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. The system board was returned to the manufacturer¿s product investigation laboratory for addition investigation. The system board failed testing for the sensor drift verification. The failure was due to a faulty mt6 proximal pressure sensor on the system board.

Manufacturer narrative:
H3 other text : not returned to manufacturer

Event description:
The manufacturer received information alleging a ventilator will not calibrate. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.